Manufacturer narrative:
Based on the information provided, the cause of the reported complication cannot be determined. Intuitive surgical, inc (isi) did not receive the sureform 60 stapler instrument or reload that was used during this reported event; therefore, failure analysis investigations (fa) could not be performed. A log review of the sureform 60 stapler instrument showed that on install 5, the first clamp was successful, but was followed by a firing failure. An error code was observed in the logs, which represented the firing failure. After the 7th fire, the instrument was removed and not used in the procedure again. There were no additional stapler related errors in the logs. .

Event description:
It was reported that during a da vinci assisted sleeve gastrectomy procedure, the sureform 60 stapler instrument with a blue reload accessory, stopped mid-fire and cut the stomach tissue. When the stapler was fired, staples were deployed, but the stomach tissue began to drag; and the stapler stopped mid fire. The surgeon did not recall observing an error message when the event occurred. The stapler was then removed, and there was a small amount of bleeding which the surgeon resolved by suturing the stomach. The procedure was completed robotically and there were no post-operative complications. On 09-apr-2024, intuitive surgical, inc. (Isi) received mw5153463 stating: da vinci stapler misfired during a robotic assisted laparoscopic sleeve gastrectomy and the staple did not retract. The staple cut the patient's stomach which required surgical repair. Reference report: mw5153464. On 12-apr-2024, intuitive surgical, inc. (Isi) received mw5153464 stating: da vinci stapler misfired during a robotic assisted laparoscopic sleeve gastrectomy and the staple did not retract. The staple cut the patient's stomach which required surgical repair. Reference report: mw5153463.